Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer's wife reported that customer passed away on (B)(6) 2014. Customer's wife stated customer went to bed that night and his blood glucose was 110 mg/dl. The next morning, customer did not get out of bed. Customer's wife thought customer was still alive and tried taking customer's blood glucose, but it would not register. She called 911 and when customer got to the emergency room, his blood glucose was 1140 mg/dl. Customer's doctor stated that customer had a blood clot, causing the blood glucose to rise. Customer had leukemia. The cause of death was leukemia going from the main artery and pneumonia. Customer's wife stated the insulin pump was working. Nothing further reported.